Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 500-600 mg/dl with trace ketones. Bg was addressed with a manual injection or corrective bolus. Reportedly, the supplies were changed to address the event and bg lowered to 246 mg/dl.